Event description:
A reprocessed arthroscopic shaver was reported to produce metal shavings that were subsequently left in the pt. There was no reported adverse impact on the pt.

Manufacturer narrative:
Whether or not a malfunction occurred could not be determined as the user facility did not return the device. There was no pt injury reported with the event. An extensive review of the FDA maude database yielded no cases of pt injury related to this type of event and it is highly unlikely that a similar occurrence would cause or contribute to death or serious injury if the malfunction were to recur. In addition, sterilmed's method of reprocessing shavers involves thorough inspection for any shaft irregularity that may have the potential to compromise device performance prior to shipment to the customer. The nature of this event has been reported in the maude database by other mfrs before and is often attributed to improper use of the device by the health care practitioner, usually related to excessive application of torque or pressure applied at improper angles.